Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation after losing therapy only when the stimulation was on. She received shocks in her legs and back, but was able to feel it all over her body. The lead impedance measurements were greater than 3600 ohms with all combinations with 0, 1, 2, 4, 5 and 6. Add'l info has been requested.